Event description:
It was reported by the affiliate that when the device, with reload cartridges, was used during a gastrectomy procedure, there was leakage from the staple line. Another device was used to complete the case.